Manufacturer narrative:
(B)(4).

Event description:
Procedure: implant. According to the reporter: the surgeon used the sheath/dilator assembly to dilate. However, while inserting the assembly into the vessel, the surgeon felt it stuck a little bit. So the surgeon took it out and found that the head of the sheath was fractured. The issue was noticed during the procedure. A puncture technique was used. There was no patient injury. Nothing fell into the patient. There was no tissue loss, no blood loss, and no tissue damage. The surgical time was not extended by more than 30 minutes. 8. What is the current status of the patient? No injury. 9. Can you confirm that the device will be returned for evaluation? Yes. 10. Was the device reprocessed or re-sterilized prior to use? No.

Manufacturer narrative:
(B)(4).